Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: customer returned (10) 1cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 7198505. Customer states that the needle punctured the shield. All returned syringes were examined and one sample exhibited the cannula through the shield, exposing the cannula. A review of the device history record was completed for batch# 7198505. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause could not be determined.

Event description:
It was reported that the bd ultra-fine¿ needle punctured through the insulin syringe shield in the polybag, compromising the sterility. The following information was provided by the initial reporter, translated from chinese to english: "the needle punctured the shield, the insulin syringe was inside the package, and needle punctured the shield under the condition of the product unpacked".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle punctured through the insulin syringe shield in the polybag, compromising the sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle punctured the shield, the insulin syringe was inside the package, and needle punctured the shield under the condition of the product unpacked"